Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer device and verified the reported issue. Heartsine isolated the issue to the flash memory chip, designator u26. However, because u26 is a ball-grid-array component, standard diagnostics and rework techniques cannot be performed. However, given the extensive fault analysis performed and no visual or measurable fault identified elsewhere on the AED, the investigation can only suggest the fault relates to an issue with the flash memory chip (u26) solder joints, or a failure of u26. The customer received a replacement device.

Event description:
A distributor contacted heartsine to report that a customer's device would not power on. There was no patient use associated with the reported event.

Event description:
A distributor contacted heartsine to report that a customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.